Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced bilateral breast pain and rupture post-operatively, which was confirmed via mammogram. As a result, the patient underwent explantation on (B)(6) 2022. The patient¿s outcome was a full recovery. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2022, mentor erroneously did not report that the device had been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The date of event was updated to june 01, 2020. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, mentor erroneously did not report that the device had discarded. In addition, the date of event was june 01, 2020.